Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) integrated apd set w/cassettes had a leak in the patient line from an unknown location. The event occurred after the patient connected, during an unspecified cycle of peritoneal dialysis therapy. It was further reported there was no observed damage to the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.